Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 1162 error was triggered and indicated a fault on the cannula. The unit was installed onto a patient side cart fixture test platform and passed all relevant testing within specification. Once testing was completed, the cannula mount fiber flex cable (ffc) was tested and verified to be the source of the fault. The probable root cause is attributed to communication errors resulted from a faulty cannula mount ffc cable located on usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had an issue with arm 2. The error reported at startup was showing the customer an 1162 error. The system was powered down and an emergency power off (epo) was performed but the error still returned. The customer was not comfortable troubleshooting further and stated that they were not sure how to install a cannula. The customer spoke with the surgeon, and they opted to use the system as a three-armed system but would like to have the system repaired as other cases would need all four arms. There was no reported injury. Isi contacted the customer and obtained the following information: the customer reported that arm 3 was not working and the surgeon was initially going to attempt the procedure without the arm but changed his mind due to other clinical circumstances. The procedure was scheduled as a robotic assisted cholecystectomy. There was no patient injury as a result of the issue. The procedure was aborted to a laparoscopic cholecystectomy. The customer confirmed that the procedure was delayed due to clinical issues. The surgeon decided not to use the robot due to the delay with the clinical issues with the patient. The da vinci technician happened to have an extra arm and came out to repair the unit. Patient demographics were provided.